Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the reported malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb). The device then passed all testing.

Event description:
It was reported that a ventilator had a flashing background on the lower display panel. There was no report of patient involvement. This report is being submitted as it has been identified for reporting based on a retrospective complaint review.